Manufacturer narrative:
An event of paravalvular leak and heart block was reported. Information from the field indicated the patient had a sinus rhythm, the final implant depth was 5mm from the non-coronary cusp, there was no calcification extending beneath aortic annular plane, and it was suspected there was some interference affecting expansion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, a root cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a on (B)(6) 2023, a 29mm navitor valve was successfully implanted with an implant depth of 5mm non-coronary cusp (ncc) and 4mm left-coronary cusp (lcc). Prior to the procedure, the patient was in sinus rhythm. After implantation, post-balloon aortic valvuloplasty (post-bav) was performed due to moderate paravalvular leak (pvl), and the procedure was completed at mild level of pvl. Mean pressure gradient was at 9mmhg. It was suspected that there was some interference affecting expansion, causing the leak from the lcc. After navitor was placed, a blocked waveform was observed, the patient's pulse was in the 50's. A temporary pacemaker was moved from the inguinal to the right inner diameter. When the temporary pacemaker location was moved, the rate dropped to below 40. Before leaving the surgery room, the patient developed complete atrioventricular block (cavb) and had a permanent pacemaker implanted. The patient's condition is stable.